Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and low pacing impedance. The ra lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.